Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped on ground, although customer was still able to interact with pump. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump with backup insulin method available if needed, and technical support arranged shipment of replacement pump.